Manufacturer narrative:
No product has been returned for evaluation. The patients activity levels could not be confirmed. No root cause can be been established at this time. "[¿] potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries, potential risks identified with the use of this system, which may require additional surgery, include: disassembly, fraying, kinking, loosening, bending or breakage of any or all of the versatile system implant components, loss of fixation[¿]." "[¿] warnings, cautions and precautions - correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic and polyester internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone [¿]." " [¿] these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant [¿]." "[¿] patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed. The risk of bending, loosening or breakage of a temporary internal fixation device during postoperative rehabilitation may be increased if the patient is active, or if the patient is debilitated, demented, or otherwise unable to use crutches or other weight supporting devices [¿]." " [¿] post-operative warnings - during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques [¿]."

Event description:
On (B)(6) 2020, patient underwent a revision procedure for an unknown reasons where the construct was extended to the l2 level and sublaminar bone fixation cerclage was utilized. An additional revision procedure was reported to have occurred on (B)(6) 2020 for unknown reasons and it was identified that implanted bands had ruptured. No other information was provided.